Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed based on the provided information. Additionally, a direct correlation between hmii lvas, serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events, could not be conclusively established. Additionally, review of the submitted log file could not confirm the reported event of pump power and flow being elevated above baseline. A specific cause for this reported event could not be conclusively determined through this evaluation. The system controller log file contained data from 03aug2023 through 29aug2023. No notable elevations in pump power or estimated flow were observed. Additionally, pump power and flow being above the patient's baseline could not be confirmed. No notable events or alarms were captured. The pump operated at or above the low speed limit for the duration of the file and appeared to function as intended. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related event have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-08593.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Although a specific cause for the observed thrombus formation could not be conclusively determined, it could have potentially contributed to the reported elevated lactate dehydrogenase (ldh). Additionally, the report of elevated pump power and flow could not be confirmed though the evaluation of the submitted log file. A specific cause for the reported change in pump parameters as well as a direct correlation to the observed thrombus formation could not be conclusively established. The submitted log file contained events from 03aug2023 through 29aug2023. Pump power and flow values appeared to be consistent with the fixed speed setting of 10400 revolutions per minute (rpm), with no notable elevations observed. The pump operated as intended at the fixed speed throughout the duration of the file. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 2¿¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 10¿ of the outflow graft was returned detached from the outlet elbow. The outflow graft bend relief and the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the proximal side of the outlet stator revealed a pink/red, tissue-like deposition surrounding the outlet bearing ball. The lack of laminated layering indicated that this deposition did not form in the outlet stator and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation and the duration of time that it was present in the pump could not be conclusively determined through this evaluation, if this deposition was present during operation, it could have potentially contributed to the reported elevated ldh. Visual examination of the pump¿s remaining blood contacting surfaces revealed no other evidence of developed or adhered depositions or thrombus formations. Upon removal of the observed deposition, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline was conducted, and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump power and flow. The IFU explains that device power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also states that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for pump thrombosis with elevated lactose dehydrogenase, flows, and powers. They were started on bivalirudin.

Event description:
Additional information was received on 24nov2023, that the patient's high ldh did not resolve despite bival infusion. They were elected for a heartmate ii to heartmate ii pump exchange. On (B)(6) 2023, the patient's pump was exchanged via sternotomy on cardiopulmonary bypass. The customer reported that there was no visible thrombosis on inspection, but the pump would be returned for analysis.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.